Manufacturer narrative:
H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional reportable information or upon the completion of the investigation.

Event description:
Siemens healthineers was notified of an injury involving the magnetom skyra fit system. It was stated that a female patient observed burn on her left breast the day after she was scanned. Although requested, siemens healthineers has not received, as of the date of this report, any additional information regarding the extent of the patient¿s burn and if medical treatment was provided to treat the burn.